Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 23-jul-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the original folding carton, dfu, patient stickers, implant identification card, an open pouch, the lens daisy wheel, and complaint lens were received. During a visual inspection, the device was inspected under magnification. The complaint lens was received stuck on the lens daisy wheel. The lens was observed to be cut and coated in viscoelastic residue. The lens was cleaned revealing the lens was scratched, damaged, and torn at the edge and at one haptic optic junction. One haptic was observed to be damaged and bent. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 eye anatomy issue attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The case involving the ar40e model intraocular lens (iol) turned into a complicated anterior vitrectomy due to the patient's anatomy. The doctor had to use four (04) lenses and three (03) were destroyed in the surgical process. The surgery was completed during the same procedure. Patient prognosis post procedure is unknown. No further information is available.